Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely due to fault code 1003 being observed. A request to technical services (ts) was made to have data from this device analyzed. Data analysis confirmed the voltage alert is due to elevated impedance in the battery. Device replacement was recommended. This device remains in service. No adverse patient effects were reported.